Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. A device history review (DHR) could not be performed as the product code and lot number were unknown. No root cause could be determined as the complaint could not be confirmed.

Event description:
It was reported that when the intravenous (IV) was started, everything was okay; however when the arm was moved in any way, we are no longer able to inject. No injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08834 is no longer considered reportable, please disregard any MDR reports associated with it.